Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported on (B)(6) 2024, the patient underwent unknown surgery with tfna nail implant. The 0mm of endcap could not fit in the nail during the surgery. It was suggested to the surgeon a cause might be that the locking mechanism might have not been fully down. The sales rep had the surgeon check to ensure the locking mechanism was at the right point by using flexible screwdrivers and torque screwdrivers, but proper insertion of the endcap still was impossible. The sales rep also proposed to the surgeon that there was a possibility that a threaded portion of the 0mm of endcap might have been damaged. Next, a 5mm of endcap was tried as well, but at the end, it was not inserted to adequate point. Consequently, insertion of the 5mm of endcap concluded to stop at the middle of point with floating condition. The surgery was completed within additional 30 minutes. After the surgery, the sales rep heard verbally from the surgeon that the locking mechanism went off and sounded as expected. Patient is listed as stable. This report is for one tfna end cap extens. 0 tan for (B)(4).